Manufacturer narrative:
One processor pca was returned for failure analysis. Reported problem was verified during lab tests. The device failed op check and the root cause was undetermined.

Manufacturer narrative:
The processor pca will be replaced and the device will undergo all performance assurance testing and will be placed back in service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed. There was no reported patient involvement.